Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for routine follow up with the implantable cardiac monitor in backup mode. The device could not be interrogated. The patient reported undergoing a neck MRI on (B)(6) 2018. The patient was in stable condition.